Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained for vitros quality control fluids using vitros dgxn slides lot 1914-0248-7094, processed on a vitros 5600 integrated system s/n (B)(4). The most likely assignable cause of the lower than expected vitros dgxn quality control result is an instrument performance issue, as a within-run vitros dgxn precision test was outside performance guidelines, indicating that the vitros 5600 integrated system was not performing as intended. An ortho field engineer identified that the tubing on the immuno wash fluid (iwf) metering assembly had been installed incorrectly. After service which included replacing the tubing and performing the required adjustments, acceptable precision test results were obtained, indicating service actions had returned the vitros 5600 system to expected performance. There is no evidence that vitros dgxn slides lot 1914-0248-7094 were not performing as expected.

Event description:
A customer obtained lower than expected vitros dgxn results from vitros quality control fluids using vitros chemistry products dgxn slides processed on a vitros 5600 integrated system. Vitros pv x5905 results of: 1.55, 1.75, 1.65, 1.86, 1.50, 1.24, 1.33, 1.85, 1.58, and 1.28 ng/ml vs. The baseline mean value of 2.44 ng/ml. Vitros tdm pv t5896 results of: 1.81 and 1.71 ng/ml vs. The range of means midpoint value of 2.74 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected however the investigation could not rule out that patient sample results were not, or would not be affected if the event were to recur undetected.there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).